Event description:
On 08/19/2025, it was reported that the user experienced low blood glucose of 49 mg/dl after announcing a meal at 70 mg/dl, taking manual insulin doses (7u then 1u), and consuming juice and food for correction. Blood glucose recovered to 111 mg/dl after treatment with juice. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.